Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance when additional reportable information becomes available. (B)(4).

Event description:
The customer reported: during set-up, the system displayed an error message and could not be reset. No backup system was available and all procedures were cancelled for the day. The surgeon reported that one pt had been injected with local anesthesia prior to the device problem. Additional information has been requested.